Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a stone causing an obstruction was seen at the main pancreatic duct. A balloon was introduced for dilation and the diameter was progressively increased. An attempt to extract the stone was partially successful using a trapezoid snare. Electrohydraulic lithotripsy was performed and the stone was fragmented. Several fragments were removed using a balloon and a basket. A large stone remained. The stone was captured with this rx lithotripter compatable basket. After capturing the stone, the basket's safety tip would not detach. The single wire attached to the handle snapped and the sheath was torn off. A sohendra handle device was used to try and remove the basket; however, the single wire that connects to the handle broke a second time. A hurricane balloon was used to try and remove the basket from the pancreatic duct and the balloon popped when pressed against the basket. No parts of the balloon detached within the patient. There were no additional issues noted with this hurricane balloon. The physician tried to remove the basket with cre balloons, however, they were unsuccessful. There were no alleged issues noted with the cre balloons. An argon plasma coagulator was used to burn 2 of the basket wires and the stone was released from the basket. Once the stone was released from the basket, the basket was removed from the patient. It was noted that the basket was not retracted into the sheath when the basket was removed from the patient. The stone was not removed from the patient; the patient is rescheduled for another procedure to remove the stone. The procedure took approximately 8 hours. The patient's condition at the conclusion of the procedure was reported to be fine. Additionally, the device is not indicated for use within the pancreatic duct.

Manufacturer narrative:
Inflammation (pancreatitis).

Event description:
Additional information: the event description has been revised based on additional information provided by the physician on (B)(6) 2011. It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a stone causing an obstruction was seen at the main pancreatic duct. A balloon was introduced for dilation and the diameter was progressively increased. An attempt to extract the stone was partially successful using a trapezoid snare. Electrohydraulic lithotripsy was performed to break up the stone, and then several fragments were removed using a balloon and basket. A moderate fragment remained, so an rx lithotripter compatible basket was used to capture the stone, and then mechanical lithotripsy was attempted. However, prior to fragmentation, the traction wire snapped before the tip detached, leaving the stone entrapped within the basket. The sheath and handle were removed, and the physician introduced a 9-12mm extraction balloon to sweep the basket and encapsulated stone from the duct. Unsuccessful, the physician removed the scope, and another attempt at mechanical lithotripsy was performed using a sohendra handle, but the wire snapped. A hurricane balloon was then used to dilate the pancreatic duct, the head of the pancreas, and the sphincterotomy site. However, during dilation, the balloon popped when it contacted the basket. No parts of the balloon detached into the patient and no additional issues were noted with this device. The pancreatic duct was further dilated with a cre balloon and another unsuccessful attempt to remove the basket was made using a 9-12m extractor balloon. An argon-plasma coagulator, set to 20 watts, was then used in an attempt to burn two of the basket wires, but it was unsuccessful so the physician everted the distal end of the basket into the duodenum with rat tooth forceps. At this time, the argon-plasma coagulator, set to 60 watts, successfully burned two of the basket wires, which subsequently released the stone. Once released, the basket and traction wire were removed from the patient, and the procedure was aborted. The case had taken approximately 6 hours. At the conclusion of the procedure, the patient's condition was reported as being stable, but she had pancreatitis. After 4-5 days, the patient had recovered from the pancreatitis and was discharged from the hospital. The patient was scheduled for a follow-up procedure to remove the stone.

Manufacturer narrative:
The patient ID, and weight are unknown. User facility/ importer report number: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.